Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23 in infusion set; the device displayed a high glucose alert, there were no delivery-stopping alarms, and a confirmatory fingerstick measured 264 mg/dl. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included call-based troubleshooting and education, during which the user was guided through an infusion set change and subsequent monitoring. Investigation of this case revealed that glucose declined to 91 mg/dl after the set change, which supported a cause unclear hyperglycemia scenario with successful correction through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.